Event description:
A surgeon reported that during surgery, the 23 gauge cutter would not cut the vitreous. They switched to a 20 gauge cutter and completed the surgery with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).